Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "handpiece stopped working during surgery" (device inoperable). A facility reported the handpiece suddenly stopped during lens fragmentation. The surgeon tried to turn the handpiece on, but it failed. The handpiece was switched out and the case was completed. The surgeon reported there was no harm to the pt. The case was delayed for 2-3 minutes only.

Manufacturer narrative:
A company service rep examined the system and confirmed discontinuation of ultrasonic, and non-conformities with the handpiece identification and tune process. The returned handpiece underwent a visual evaluation revealing the connector and handpiece appeared to be in good physical condition. However, it was observed that the handpiece cable was brittle and cracking. The handpiece passed all functional testing and was able to successfully complete the extended burn-in. Therefore, the customer reported event was unable to be confirmed. Cable manipulation did not affect the handpiece's functionality. However, it was noticed that the cable was returned brittle and discolored. The root cause of the customer reported event is unk. A review of complaints for the last 24 months indicated no additional, related reports for this system. (B)(4).